Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Afraid it has left some of the tampon material inside of me - vagina [foreign body in reproductive tract]. Tampon string that is wrapped in between tampon was just falling apart [device breakage]. When I tried removing a tampon the tampon was falling apart [complication of device removal]. Case description: consumer reported via email that when the tampon was removed it fell apart. No serious injury was reported.